Manufacturer narrative:
(B)(4)

Event description:
It was reported during a routine follow-up visit, the rv pacing threshold increased and sensing decreased. The low sensing resulted in three misdiagnosed vf episodes, which were untreated. No adverse consequences were reported.